Event description:
A surgeon reported that during a difficult case due to the patient's strong myopia a posterior capsule rupture occurred. A double continuous curvilinear capsulorhexis was performed and the vitreous body was treated prior to patient contact with the intraocular lens (iol). When inserting the iol, the surgeon felt that the leading haptics behavior was different than usual. It was slow to unfold. He was not sure whether it was caused by "being caught by vitreous body" or "not removing viscoelastics." The iol was fixed firmly and the procedure was completed. During the one month postoperative f/u exam the tip of the haptic was seen in the pupil without mydriatics and confirmed to be broken. At that time, iol dislocation was not confirmed. The astigmatism was lessened and the visual acuity was good. Eleven weeks later the patient visited the surgeon for eye pain. The cornea was cloudy and the surgeon suspected endophthalmitis but the result of flare was no problem. He considered that the eye pain could be caused by inflammation in the suture area and removed the suture, and let the patient lie down. The broken haptic which could have been in angle was confirmed in the anterior chamber. The surgeon no longer suspected endophthalmitis for the cause of the eye pain since the broken haptic was found in the anterior chamber. The broken haptic was removed and the iol remains implanted. Add'l info has been requested. There are two medical device reports associated with this report. The first report was filed under MFR. Report# 2028159-2014-00785. This is the second report.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unapproved handpiece for this lens/cartridge combination. The root cause may be related to a failure to follow the directions for use. The use of unapproved combinations may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).